Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl at 2997 mcg/day, clonidine at 120 mcg/day, and prialt at 0.75 mcg/day (concentrations were unknown) via an implanted pump for non-malignant pain. The patient started having increased pain in (B)(6) 2016. They did a dye study and found there was a problem with the catheter. The catheter issue was discovered in (B)(6) 2016. In (B)(6) 2016 she had surgery and they found the catheter was kinked. It was further reported the patient had three catheter issues where the catheter had needed to be replaced; however further information was not provided regarding these issues.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.